Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: secondary calcium gluconate infusion "pouring in" at unexpectedly fast rate - suspected backcheck valve issue. Detailed inquiry description while on site for an integration go-live event at (B)(6) hospital, (B)(6) nurse in (B)(6) reportedly programmed ns as a primary and calcium gluconate as a secondary, and the nurse stated that calcium gluconate was "pouring in" at an unexpectedly fast rate when started on pump (B)(6). The nurse observed the same issue when attempting to deliver the same infusion on pump (B)(6). Upon investigation, the nurse restarted the infusion to demonstrate the issue, and the secondary drip chamber displayed no activity (no drips noted), but the primary drip chamber showed unexpected activity (drips noted) despite a nearly full bag of secondary medication and the primary bag physically lowered compared to the secondary bag (green hanger in use to accomplish the height difference). Suspecting a tubing problem, the nurse replaced the primary bag, primary tubing, and secondary tubing and manually programmed the ns and calcium gluconate on a new pump (B)(6). The calcium gluconate infused as a secondary without issue (drips noted at expected rate in chamber). The calcium gluconate was reportedly programmed manually in all cases. Collected primary tubing and secondary tubing (along with primary fluid bag) with suspected defect and secured in biohazard bag for further investigation and shipment. Lot number of primary ns bag: 0061947059. Nurse disposed of tubing packaging, so unable to determine lot numbers of primary and secondary tubing with suspected defect. The following lot numbers were noted on tubing packages in the supply room on the unit: primary - 0061993471, 00vl977545, 00vl977547, 0061967795 secondary - 00vl977581, 00vl978985 the lot numbers for the tubing without the suspected defect (replacement tubing dripping as expected) are as follows: primary - 0061993471. Secondary - 00vl978985. The nurse was not sure - she was concerned that it may have been going into the patient...visually in the secondary tubing drip chamber - the medication was flowing very fast "pouring in". This occurred on pump number one, so she switched the tubing on a second pump - this is when the mgr, clinical integration arrived in the room. Then, rather than switch to a third pump the nurse switched the tubing which resolved the issue. The nurse noticed this immediately, so the bag was almost completely full. As the infusion error was caught immediately there was really no impact to the patient other than the medication being delayed. The above was taken during a live follow up call. The question being which way was the infusion pouring - into the patient, or the primary line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for investigation. Upon evaluation of the unit, the sample was visually inspected and subjected to piggyback testing by connecting it to an infusion pump operating at a flow rate of 299 ml/hr for fifteen minutes. A secondary IV bag containing green dye was attached to detect any backflow at the distal backcheck valve. No backflow was observed during the test. However, during the evaluation, weepage was noted, extending approximately 14 inches up the primary line over the 14-minute infusion period. This observation confirms the presence of a backflow defect. The sample was gravity primed with no occlusion detected, and no alarms were triggered throughout the investigation. The reported concern was confirmed. An approved project is in place to further address issues with pump set free flow and backflow. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.